Manufacturer narrative:
Product ID 8780, serial/lot# (B)(4), implanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) (2000 mcg/ml at 492.4 mcg/day) via an implantable pump for unknown indications for use. The patient's medical history included multiple sclerosis. It was reported that the catheter was explanted and replaced on (B)(6) 2022.  Refer also to MFR report #  2182207-2022-01569 regarding prior event / catheter replacement. It was reported that the event occurred post-operation.  It was further reported that nil details of specific patient symptoms were reported; however, the neurologist informed that the patient experienced an overdose of baclofen in the afternoon of (B)(6) 2022, following catheter replacement in which the model 8731 catheter was replaced with a model 8780 catheter.  Prior to the catheter replacement surgery, interrogation of the pump was performed and 33.1 ml of drug in the reservoir was noted.  It was noted that no length was removed from the new model 8780 catheter implanted during surgery.  Post-operation, they completed a prime of the new model 8780 catheter only.  Regarding factors that may have led or contributed to the issue, it was noted that they suspected a catheter leak at the pump site due to seroma and pump pocket aspiration of fluid was sent for testing showing cerebrospinal fluid present (reason for the prior catheter replacement). The patient was managed in the hospital environment and was admitted to the intensive care unit for specialist treatment. The lioresal (con centration 2000.0 mcg/ml) rate was reduced to a minimal rate of 12.6 mcg/day. The patient was now doing well on the minimal rate; therefore, she was due to be going home on (B)(6) 2022.  The issue was resolved as of (B)(6) 2022.  The pump remained implanted and in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider was using a clinician programmer tablet at the time of the event. Pump interrogation was performed before catheter replacement and immediately post-surgery regarding prime of the new catheter. Regarding the cause of the event / baclofen overdose, it was indicated that on (B)(6) 2022 the healthcare provider discussed the potential for the patient previously not getting effective therapy until the catheter was replaced.